Manufacturer narrative:
The main component of the system and other applicable components are : product ID 3889-28, lot # v714946, product type lead.

Event description:
The patient reported that they suddenly had symptoms sometime in (B)(6) 2016 which led to a lead migration/dislodgement being discovered. It was stated that the patient also felt shocking while sitting that was a 7-8 on the pain scale, and that they were going to the ER every other week for it. Gradually after the initial sudden onset the following other symptoms presented: constant pain down back/back of right leg which then migrated/radiated to the front side of the right leg. The complete system will be replaced on (B)(6) 2016, with the implantable neurostimulator (ins) being replaced for normal battery depletion and the leads are being replaced due to the onset of symptoms. The patient mentioned a fall where they hit their head but do not think it is related to the event because it happened 3-4 months prior to the onset of symptoms. Indication for implant is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.